Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose level was elevated; however, the exact value was not provided. The bg level was addressed with boluses via the pump. During troubleshooting with tandem's technical support (cts), insulin was seen exiting the infusion set tubing and cts determined that the occlusion alarm issue was with the site. The customer delivered a bolus while disconnected from the site and no occlusion alarm occurred. The customer declined to remove the site. Reportedly, the customer changed out the site and resumed insulin delivery.